Manufacturer narrative:
The pump was received with no down button response due to a corroded keypad trace. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the up arrow and down arrow on the customer's insulin pump were not working. Troubleshooting could not occur since the customer was not present at the time of call. No further details were given. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.